Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required a revision of a femoral recon nail. The nail was implanted in (B)(6) 2018. It had snapped at the most proximal screw hole. It was also reported that the hip screw broke as the new nail was put in.

Manufacturer narrative:
The reported event that the nail was broken was confirmed, based on the device returned for evaluation. The device inspection revealed the following: the nail was found to be broken in the webs of the lower proximal lag screw hole. Plastic deformation was not found. Drill and friction marks were seen in lower proximal lag screw thru hole. The breakage started at the anterior web where the nail got heavily damaged by the lag screw stepdrill intra-operatively; the drill abraded the nail material and weakened the anterior bridge significantly. The breakage surface of the anterior bridge shows a smooth topography. The breakage surface of the posterior bridge shows rougher structure, which reveals the breakage not running as consistently as through the anterior web. As per additional information received for the event, the patient was suspected non-compliant to mobilization instructions of the surgeon. Due to the drill damaged material and under postoperative loads the material got overloaded step by step. Finally, the nail broke after approx. 3 months after implantation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation based on investigation, the root cause was attributed to a user related issue. This nail breakage was most likely caused by intra-operative material damage combined with significant load application. The instruction for use informs the surgeon to be familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. The IFU includes that intra-operative implant damages shall be avoided and damaged implants must be discarded. Also, it instructs surgeon to inform patient that the implantation affects the patient's ability to carry loads and her/his mobility and general living circumstances. For this reason, each patient needs individual instructions on correct behavior after the implantation. The patient should be warned that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma, and that the device has a finite expected service life and may need to be removed at some time in the future. The implant is intended for temporary bone fixation.¿ a review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient required a revision of a femoral recon nail. The nail was implanted in (B)(6) 2018. It had snapped at the most proximal screw hole. It was also reported that the hip screw broke as the new nail was put in.